Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 600 mg/dl. Customer was treated with manual injection. Customer had blood glucose levels of 372 mg/dl, 278 mg/dl, 199 mg/dl and 72 mg/dl. Customer stated that the insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.